Event description:
Event: post implant intervention. Case details: the pt's inferior neck was narrow and the common iliac attachment site was ectatic. Stents were placed bilaterally in the graft limbs. The graft was implanted successfully with no endoleak and flow through the limbs was good. Three hours post implant, the graft limbs partially occluded. The physician used a balloon to remove the thrombus and re-established flow through the limbs. The final outcome was successful.